Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5113694. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. It was reported via made, report number mw5113694 on (B)(6) 2022 that the patient has been experiencing skin reaction monthly since 2021 with a rash, inflammation, blisters, and a scar from the sensor patch adhesive. On (B)(6) 2022, the patient alleges that the glue burns through her skin. She has tried allergy sprays, underlayers, etc. But the products have not prevented the alleged blistering chemical burns from the adhesive. The sensor insertion date and insertion site were not provided. There was no documentation of examinations or laboratory test performed. Although mentioned in the made report, no photos were received by dexcom for evaluation. No additional patient or event information is available.